Event description:
Procedure: plastic surgery - eye area - unspecified. Reportedly, the pt was burned on the eyelid by an accessory device during the procedure. Outcome unknown. No further info available.